Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer states unit has a check vent error message. The customer contacted product support and requested for service repair and request part ID for power switch overlay. Provided part ID for overlay. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:23feb2021. B4:24feb2021. H11:g5:k102985. The customer request part ID for power switch overlay. Product support provided part ID for overlay. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.